Manufacturer narrative:
(B)(4). Device evaluation: one used 16 gauge 65 centimeter dual-lumen PICC line was returned for evaluation. During visual examination it was noted the catheter was damaged approximately 2 cm and 14 cm distal to the bifurcation. The damaged areas both consisted of ruptures of both lumens, the catheter material appears stretched as if the catheter wall has ballooned and ruptured. This kind of damage is consistent with over-pressurization. Both lumens of the catheter are completely occluded with a material consistent with dried blood distal to the ruptures at the 14 cm mark and the catheter is patent proximal to the ruptures.

Event description:
Uf# (B)(4).